Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the surgeon alleged an inaccuracy 1 centimeter, anterior and inferior, when navigating within the cranial 2.2.7 software. The site verified accuracy after registering the patient and alleged the inaccuracy after opening the skull. The surgeon opted to continue the procedure, however, did not re-register the patient. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and found the merged exam was non-contiguous with slice spacing = 1.11mm and thickness = 1mm. Data does not follow imaging protocol. Software is functioning as designed. The instructions for use (IFU) which accompanies this device contains guidance and instructions regarding proper imaging protocols.